Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly into the jaws of the device. The hosp has reported no pt injury occurred. A new instrument was used successfully.